Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Manufacturer narrative:
Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicated that this device was depleting prematurely and would need to be replaced earlier than estimates provided in product labeling. On (B)(6) 2006, guidant (now boston scientific crm) issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, boston scientific crm has not received the device or confirmed the reported premature depletion is related to the performance of a capacitor. Device return has been requested; the device has not yet been available for return. Additional information was received that this device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, this device exhibited loss of telemetry and a memory download could not be performed. External visual inspection noted that the case was swollen, with body fluids in the lead barrels. Additionally, a hole was observed in the ra-, ra+, and df+ seal plugs. All other seal plugs were intact. Once the device case was removed, internal visual inspection noted no irregularities. Device testing was performed and it was determined that the cause of the reported extended charge times could not be determined due to the induced damage to the flex circuit during analysis.

Event description:
Boston scientific received a device memory disk for analysis in response to a safety communication that was issued on (B)(6) 2006 for this device model. Subsequently, this device displayed a fault code associated with a charge time limit being exceeded. A boston scientific field representative verified the fault code was due to a capacitor reformation, and not magnetic resonance imaging or other magnet-affected conditions. There were no recent deliveries of shock therapy, only non-sustained events. There were no reports of adverse patient effects. The device subsequently was replaced when the patient was upgraded with a guidant cardiac resynchronization therapy-defibrillator (crt-d).